Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Report 1 of 2. Customer reporting one event where sample with a previous history of anti-jka failed to react with 3% selectogen lot #s204 exp aug-11-20. According to customer, patient was tested at previous nearby hospital on (B)(6) 2020 and was identified with anti-jka. (No details on method or strength of reaction provided to tsc and as per customer, the information was not known at the time of testing at their site. Also did not know if patient was transfused at the first facility). Patient was then admitted to current facility on (B)(6) 2020. New sample was tested with 3% screening cells, and negative reactions for abs screen was noted. Patient was then transfused two units of packed rbc on (B)(6) 2020 without any issues. On (B)(6) 2020, again the abs screen was repeated and again the abs screen was negative with the same lot # of screening cells. Again, patient was transfused two units of packed rbc without any issues noted. ( all crossmatch testing were performed at the ahg phase and were compatible). However, the units were not tested for the jka antigen. (Customer indicated that site does not perform antigen testing, so segments of units were sent to ref lab for work-up) customer further added, patient was released from facility on (B)(6) 2020. Patient then went a third facility on (B)(6) 2020 and using solid phase method, anti-jka was identified. According to customer,patient is an oncology patient ( (B)(6) years old female) that travels between the different nearby facility for treatment. ( no additional details provided on patient). Relevant information: issue started on: (B)(6) 2020; reported aug-11-20. Microtubes/wells or cell (donor #: (B)(6)) affected: cells #2. Reaction grade obtained: negative. Customer was expecting: positive. Incubation time (for manual test only): 15mins using tube method. Test repeated: 1x. Method/result obtained by repeating:negative result. Sample ID: two samples. Was qc affected? No. Was any expired product used? No. When was the last successful qc run? Each day of testing. Product handling protocol: rbc storage and handling: as per IFU. Visual appearance before use: all products passing visual inspection. Was the vial freshly opened? Other relevant information: actions already performed by customer: repeated testing. Troubleshooting steps performed by tsc: review of antigram showed donor # (B)(6) is homozygous for jka. Customer stated patient will be back at their facility later today for a new draw, and testing will be performed using a new lot # of screening cells. Customer did confirmed site tested two separate samples on patient for abs screen using 3% screening cells lot # s204. Tsc followed up with site and was told with repeat testing of new sample with new lot # of screening cells lot # s210 on (B)(6) 2020, the abs screen was negative after 15 mins incubation and at the ahg phase. Customer further indicated that three of the our donor units transfused to patient were jka positive. Customer also indicated that reference lab confirmed the patient to have anti-jka antibody. Two negative jka donor units of packed cells were transfused on (B)(6) 2020 to patient without any issue. Customer felt the issue is possible sample related.